Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the device has a red x and a ECG malfunction message. No patient involvement.